Event description:
It was reported that after the parkinson's disease patient was implanted with a deep brain stimulator (dbs) system, the ¿patient¿s tremor got better, but the effect on her leg weakness and muscle rigidity was not obvious.¿ the patient was advised to observe her symptoms for a period and then report to a hospital for reprogramming if she still had the symptoms. The patient later experienced ¿worse pain than before surgery¿ in her legs and waist starting in (B)(6) 2015. The patient¿s ¿legs were weak and the muscle was rigid¿ at that time and her ¿improvement was not obvious.¿ the patient was wondering how to deal with the condition. It was noted ¿the suture of the implantable neurostimulator (ins) implanted position on the chest had not been removed¿ as of (B)(6) 2015. The patient was then reprogrammed on (B)(6) 2015 and their ¿symptoms of leg weakness and muscle rigidity got better.¿ however, from (B)(6) 2015 onward the patient ¿felt leg rigidity and muscle rigidity every afternoon. Additional information reported the ¿patient¿s muscle rigidity got better¿ in (B)(6) 2015 however, two days prior to the date of this report, the patient¿s ¿waist and back felt pain¿ and their ¿muscle felt rigid.¿ it was noted the patient¿s ¿local weather was wet and cold¿ at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).